Manufacturer narrative:
No consequences or impact to patient. Device displays error message . Monitor. Per the manufacturer's subsidiary, the error was shown when switching from their current screen to the main screen to shutdown.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, a "system computer need service" error message was displayed on the central control monitor (ccm). There were no reported adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the issue. The real time clock (rtc) and filter was replaced as this was due for replacement. Date and time was reset to local time at service center due to replacement of rtc chip. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, product surveillance technician(pst) observed no ¿system computer needs service¿ error message.